Event description:
On (B)(6) 2017, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred at an unspecified time on (B)(6) 2017. At this time the patient obtained a blood glucose result of ¿98mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient stated that they manage their diabetes by self-adjusting their insulin dosage and took their normal dosage of lantus and humalog insulin based on the result of ¿98mg/dl¿. The patient reported that 20 minutes after this they developed symptoms of ¿sweating, shakiness, dizziness and can't hold on to anything¿. The patient informed the cca that they did not require any form of treatment as a result of these symptoms, however. At the time of troubleshooting the cca noted the unit of measure was set correctly on the subject meter. The patient did not have control solution available to walk through a control solution test. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.